Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 1000 mcg/ml; 9.6 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump was empty. The patient missed a refill. The last refill was (B)(6) 2015. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.